Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a electromagnetic navigation bronchoscopy (enb) in the middle of the procedure, the intrapersonal computer turned off. A full system reboot was performed which did not resolve the issue. They then took power from the uninterruptable power supply from the wall outlet and attempted to manually turn on the device to no avail. The physician was able to complete the superdimension portion of the case but the case was aborted. It was noted that the patient was under anesthesia.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. Functionally, the ipc was powered up and power lights were visible. The ipc booted up however there was no output on the monitor. The most likely cause of the defect was isolated to a faulty video port. The issue was resolved by replacing the ipc and hdmi to display port cable. It was reported that the system spontaneously shuts down. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.